Event description:
The tube sheath of the mechanical lithotriptor compressed during the lithotripsy procedure rendering it impossible to remove the basket wire from the bile duct. Subsequently, the pt was taken to surgery for removal of the basket wire and sheath. The hosp endoscopy gastroenterology assistant reported that the pt was discharged without problems.